Manufacturer narrative:
Device passed the displacement test and self test. No unexpected partial display or missing segments anomaly noted. No unexpected frozen or blank display anomaly noted. No moisture damage noted on electronics assembly or battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on and also had frozen display. Customer stated insulin pump had flashing screen and no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.